Manufacturer narrative:
Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may ahve been due to a twisted staple in the cartridge nose. Upon the removal of this staple, the instrument fired one staple which formed properly, one malformed staple, andthe remaining seven staples formed properly without incident. No conclusion could be reached as to how the staple became twisted in the cartridge nose, nor why the staples malformed during testing. Co reviews each incident in an effort continuously improve co's products and process.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.